Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. During the event, the patient¿s glucose levels reportedly increased to greater than 500 mg/dl (exact value not specified). A corresponding fingerstick blood glucose (fsbg) reading was not documented. Due to the severity of hyperglycemia, the patient was hospitalized. No additional details regarding cgm readings, fsbg values, symptoms, or treatments during hospitalization were provided. Multiple follow-up attempts to contact the patient for further information and verification of medical intervention were unsuccessful. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.